Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not available.

Event description:
Device was chipped. Visual examination confirmed a small piece of the device missing.

Manufacturer narrative:
The reported event that humeral insert trial - 3 6mm x 4mm standard was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by misuse of the device. Indeed, the scratches that can be seen all over the device must have been due to a improper handling of the instrument, either during usage, cleaning and sterilization, or transport. As stated in the cleaning and sterilization guide: " [...] Avoid mechanical damage, e.g. Do not mix heavy devices with delicate ones. Pay particular attention to cutting edges, both to avoid injury and damage to the medical device. [¿] note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. See appendix 2 for further details. [...] " the device inspection revealed the following: the inspection of the pictures provided in the pi allowed the confirmation of the event. The product shows indeed several scratches all over. The scratches look like they were made using some other pointy tool. Furthermore, the plastic of one of the lateral holes of the device is broken. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Device was chipped. Visual examination confirmed a small piece of the device missing.